Manufacturer narrative:
Initial and final MDR 1880619- device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced leakage at site on 30-mar-2024, 05-apr-2024, 20-apr-2024, 30-apr-2024. The blood glucose level of the patient at the time of issue ranged between 114 to 200 mg/dl . The issue occurred with four similar types of infusion set used for 24 hours. No further information was available.